Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 6 bd safetyglide¿ needles were blocked and couldn't push fluid through. The following information was provided by the initial reporter: "unable to push fluid through."

Manufacturer narrative:
Follow up MDR for device evaluation. Three hundred thirty-five samples were provided to our quality team for investigation. Eighty samples were randomly selected for evaluation. Upon visual inspection, no defects or issues were observed. Functional testing was performed, each sample was connected to a syringe with saline solution. Two samples did not expel the solution, these needles are clogged. This defect could occur if there was a process variation at the lubrication station inducing the symptom reported. Furthermore, a device history record review was completed for provided lot number 2025239. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additional device histories were reviewed for each batch of needles used in the manufacture of this batch. During the history review, one lot was identified as having suffered from clogged needles due to silicone. A verification of the needle lubricant application process was performed. The settings were correct and the flow of products was good. Based on the investigation and with the sample analysis the symptom reported is confirmed. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.